Event description:
It was reported that surgeon pre-drilled hole to insert a screw. He wasn't satisfied with the purchase and so removed the screw. He tried the emergency screw and wasn't satisfied with that either. He then removed the emergency screw and used a competitor product. The surgeon feels the drill bit whipped and created a bigger hole than required for the screw. The surgeon also stated that the screw or drill possibly tore into the bone and created a bigger hole than it should have. There was a 30 minute delay as a result.

Manufacturer narrative:
Investigation in progress but not yet complete.